Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the field service engineer checked the station and confirmed that there was no failed storage space. The field service engineer reseated the row board cable on the back board and on every cubie tray and reseated all cables on the back boards. Additionally, the fse released all cubies on the hardware test application, cleaned the cubie trays thoroughly, and reinserted the cubies back into their positions. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.2 was failed. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.